Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was programmed to pace the patient at 65 bpm yet the patient's intrinsic rate was recorded at 40 bpm. The patient was not symptomatic and was laying in bed at the time. Episodes of inhibition lasting about 11 seconds were recorded on the hospital equipment used to monitor the patient. No stored information from the ICD was reviewed. The physician was unable to reproduce noise or pacemaker inhibition.